Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported that the ventilator annunciated error code 1102 (primary alarm failed). This is an out of box failure. No patient involvement.